Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing too much pressure due to the development of inflammation in the spine. It was believed that the inflammation was not related to the device. The patient underwent an explant procedure. No device malfunction was suspected.